Manufacturer narrative:
Insulin pump passed prime test and excessive no delivery test. Insulin pump was tested with no excessive no delivery alarm noted. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Insulin pump received with corroded battery tube and reservoir tube lip completely broken off noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The blood glucose was over 328 mg/dl. The customer was treated with syringe for high blood glucose. The customer declined troubleshooting for high blood glucose. The customer also stated that they were getting no delivery alarms. The insulin pump will be returned for analysis.